Event description:
Customer called to report the insulin pump was stuck in the preparing to prime loop. Blood glucose reading was unknown at the time of the call. The customer had been in the process to insert a new reservoir when the loop anomaly occurred. Troubleshooting was performed. The anomaly persisted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.